Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the grey flapper valve seal was broken and disengaged. The trocar balloon, lock collar and valve doors appeared intact. The inflation bulb was not received. Pmv performed functional testing; the balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken and disengaged valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the insertion of structural balloon in a laparoscopic hernia procedure, the valve seal disengaged and was damaged. They used a new balloon to complete the case. There was no patient injury.